Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown product performance anomaly, and a new lead of the same model was implanted instead. No adverse patient effects were reported. Additional information indicated that this rv lead was attempted for left bundle branch (lbb) placement. During the procedure, this lead recorded high pacing impedance values within normal limits, and intermittent loss of capture (loc) was noted, which progressed to no capture and asystole at maximum output. Tissue was observed on the helix, and the physician was unable to retract it, so the lead was replaced with another model. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.